Manufacturer narrative:
H.6. Investigation summary: multiple sealed safetyglide needle packages from multiple batches were received in two large plastic zip lock bags. It is not clear why the samples from additional batches were sent besides the 2 complaint batches and whether they were intended to serve as good examples or not. 1 from batch #7235605, 1 from batch #7300879, 1 from batch #7300894 , 6 from batch #8029991, 14 f from batch #8057752, 3 from batch #8088825, 3 from batch #8088828, 2 from batch #8117597, 212 from batch #8143741, 27 from batch #8143742. Each package was opened and product inside evaluated for the reported conditions. No bent needles nor foreign matter was observed in any of the returned samples. No defects were found. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that "fiber" was found on the bd safetyglide¿ needles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8143741. Medical device expiration date: 2023-05-31. Device manufacture date: 2018-05-23. Medical device lot #: 8187582. Medical device expiration date: 2023-06-30. Device manufacture date: 2018-07-06. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "fiber" was found on the bd safetyglide¿ needles.